Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient presented in the emergency room due to hearing alarm sounds coming from their device. Upon interrogation, it was noted that the patient's right ventricular (rv) lead triggered a lead integrity alert (lia) for non-sustained ventricular tachycardia episodes, short v-v episodes, oversensing, noise and low pacing impedance. During lead revision, the physician noted that noise was persistent and impedance rose, but remained stable. The physician chose to implant another pacing lead. The lead is still in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product analysis the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing associated with the right ventricular lead. Analysis of the device memory indicated the criteria for the right ventricular lead integrity alert were met. Analysis of the device memory indicated the impedance trend of the right ventricular pacing lead was variable. Analysis of the device memory indicated oversensing due to non-physiologic signals/sensing integrity counter. If information is provided in the future, a supplemental report will be issued.